Manufacturer narrative:
Following this event, the (B)(6) has initiated weekly checks of all resuscitation equipment (AED, the bag ii, airway kit). The hospital also retrieved a second the bag ii resuscitator, from the same lot as the affected one, and no issues were found with it. Personnel from laerdal (B)(4) visited the hospital and inspected the affected resuscitator. They found the cylindrical port on the pvc mask, which connects to the pt valve, had been deformed during storage. With this deformation the mask could not be connected to the bag/valve for use. This was the first use of this disposable resuscitator. No product corrective actions are recommended.

Event description:
Laerdal medical a.s. (Lmas) has informed laerdal medical corporation of a pt incident from (B)(6) involving an adult the bag ii disposable resuscitator. On (B)(6) 2011, at the (B)(6) hospital's renal dialysis unit 2, the pt, who had been on dialysis for 15 minutes, had a brief seizure, stopped breathing and went into cardiac arrest. The pt was treated with a saline bolus, guedal airway and resuscitation was attempted with the bag ii resuscitator. However, the pt mask could not be assembled to the bag so after a few minutes of delay a second the bag ii was obtained and used to resuscitate the pt. Treatment continued for about 30 minutes until the pt was declared deceased.